Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation when connecting the device to the otv-s190 processor there was no image. The reported issue was found to be due to a fault within the camera cable and damage to the charge-coupled device (ccd) ribbon cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a faulty charged coupled cable (ccd) led to poor communication malfunction. And a faulty camera cable likely led to no image. However, definitive root cause for the reported failures cannot be determined. This issue is addressed in the instructions for use (IFU): ¿about cable breakage, confirmed the contents of the instruction manual about shipping products and found the description below: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that there was no image displayed on the hd camera head during preparation for use. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported.